Manufacturer narrative:
The lens was discarded by the customer; therefore, it was not available for investigation. The reported complaint was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced residual astigmatism and decreased visual acuity after a model zct150 +17.5 diopter, intraocular lens was implanted in the right eye. Lens exchanged was performed. The lens was replaced with a model zct300 18.0 diopter lens on (B)(6) 2017. The patient was doing fine when discharged. No incision enlargement. No vitrectomy. A suture was required to close the wound and make it water tight. Visual acuity pre-op (pre-initial implant): 20/50 (with glasses), visual acuity post-op (post-initial implant): 20/40-2, visual acuity post-op (post-replacement): 20/150, treatment or prescription given by the doctor: besivance, lotemax gel, prolensa . No additional information was provided to abbott medical optics.